Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device after a lower extremity peripheral interventional procedure. Reportedly, after deployment the lever would not go all the way down. When the device was removed the suture and knot came out with the device. The device was difficult to remove. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.